Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly but had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and low blood glucose. The blood glucose at the time of the incident was 53 mg/dl. The customer complained that she had a button error alarm and did not want to troubleshoot for low blood glucose. Troubleshooting was not able to resolve the issue. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The device was returned for analysis.